Event description:
S/p bilateral subglandular inframammary implants for augmentation (? Type/size/MFR - no records). The left has always been encapsulated but pt states had bilateral ruptures which were replaced within 1 yr. Apparently had a left partial deflation/rupture and underwent a bilateral open capsulotomy and replacement with 350cc siltex mentors. Had noticed decreased size x years. No h/o trauma, right > left but left is more tender. The right has softened and the left is more hard. Mammogram in 1998 revealed right extracapsular granulomata, allegedly dx'd by bx since 1999, bilateral extracaps silicone has been noted including in axillas. Pt desires clear-out no replacement. C/o progressive systemic sx's including arthraligas/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, hot flashes/night sweats, ha's, tmjd, visual changes, memory loss, dizziness, sensitive to sun, sob, weight loss and gi symptoms.